Event description:
It was reported that the device was not accurate. It was not flowing right and the case was cracked. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received: "the accuracy discrepancy was noticed maybe weeks before it was sent." There were no patient consequences found.

Manufacturer narrative:
Additional information: b3: month and year of event have been provided, day is unknown. B5 and h6 - health effects updated device evaluation: one device was returned for investigation. Visual inspection noted it came in with a broken enclosure on the bottom where the "delrin bracket" sits. No error history log was present. Functional testing was not able to duplicate the accuracy or not flowing correctly issues. The broken case was attributed to probably over tightening of the screws for the case. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced enclosure, performed preventative maintenance (pm) and calibrated the device.